Event description:
It was reported that device interaction and stent dislodgement occurred. The patient presented with myocardial infarction. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A long non-boston scientific stent was deployed from the mid lad to distal lad. A 3.00 x 16 synergy was advanced for treatment. While positioning the stent for deployment, it was observed that the stent was stuck in the long stent and dislodged from the delivery system. The physician decided to deploy the dislodged stent within the long stent. A 3.00 x 12 mm synergy was also selected for treatment of the calcified left circumflex artery (lcx), but the failed to cross. The physician removed the stent and dilated the lesion properly. The stent was reintroduced, and when attempting to deploy in the lcx it was observed that the stent was dislodged and could not be found. A 2.75 x 16 mm synergy and 2.75 x 12 synergy were then deployed in lad and lcx and the procedure was completed successfully. No patient complications were reported, and the patient was fine post-procedure.